Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
Correction - h6 (device code). The reported event could not be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "the talar component shows small radiolucence, but there are also artefacts around the pegs. The assessment is slightly more difficult through the artefacts. However, there is no clear evidence of loosening or migration with the given information." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. According to the medical assessment by the hcp, the CT-scan shows radiolucency but there are also artefacts around the pegs which make the assessment difficult through them and hence it cannot be confirmed that there is any loosening/migration with the information given. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for reasons that are not available at the time of this report.